Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the prongs inside the statlock had caused chafing to the 14ch bard catheter. As the patient was concerned that it might damage the inflation channel and result in the catheter falling out. Hence, the catheter was changed. It was reported that the 9ml was removed from 10ml balloon of the catheter. It was also reported by the nurse had not seen the patient at the time but the patient had reported that another catheter had fallen out four weeks ago. However, there was no harm to the patient on either occasion.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A potential root cause for this failure could be (example: user related/operator error/rough handling or expose to sharp object/mechanical force). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the prongs inside the statlock had caused chafing to the 14ch bard catheter. As the patient was concerned that it might damage the inflation channel and result in the catheter falling out. Hence, the catheter was changed. It was reported that the 9ml was removed from 10ml balloon of the catheter. It was also reported by the nurse had not seen the patient at the time but the patient had reported that another catheter had fallen out four weeks ago. However, there was no harm to the patient on either occasion.